Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx abdominal stent graft system was used to treat an abdominal aortic aneurysm. It was reported that patient expired due to unknown reasons. No additional information has been reported.